Event description:
A pt reported blood glucose results of "134 mg/dl and 185 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The check strip test passed within range. The control solution is being replaced.